Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold and impedance measurements had risen into a high range. The lead was also reported to have possibly fractured. The lead was reprogrammed and the patient was to be referred to a local electrophysiologist. The lead remains in use. No patient complications have been reported as a result of this event.